Event description:
It was reported that, "patient was going about adl (activities of daily living) and felt a 'pop'." Additional information: patient had a bone graft from the iliac crest in the previous surgery. The surgeon thought the graft was causing too much pressure on the plate and the graft was removed.